Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated.device evaluation: one device was received. A visual inspection found the device had a damaged pcb, faded line cord, and cracked enclosure/tank cover. A review of the event history log found no applicable history. The customer reported complaint was verified due to the physical damage found during the visual inspection but the complaint was too vague to determine the problem. A root cause was unable to be determined. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had physical damage. Patient involvement is unknown.

Event description:
Additional information received via email. The event occurred during testing. There was no patient injury.